Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level was ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering boluses. The pod was worn between 24 and 36 hours on the back.

Manufacturer narrative:
The received device had the soft cannula deployed. The formed needle was noted to be too far forward in the soft cannula. The exposed portion of the cannula kinked at the formed needle tip. A leak was found near the kink where the formed needle point rested in the received pod. It could not be determined if this damage affected insulin delivery. The linkage assembly was noted to not be fully retracted, failing to fully retract the formed needle. Upon removing the top housing, the linkage assembly fully retracted. Scoring was noted on the top housing. A misalignment between the linkage assembly and top housing caused interference, preventing the linkage assembly from retracting the formed needle.